Manufacturer narrative:
Result of investigation: vyaire has not received the suspect device for evaluation, but vyaire failure analysis laboratory performed analysis on device history record, and no issues were found. Due to no sample or picture was provided for evaluation, a complete investigation of the defect reported by the customer could not be performed and a root cause could not be determined.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that the pediatric anesthesia breathing circuit was disconnected at the y connection. At this time, there was no information provided regarding patient involvement in this event.